Manufacturer narrative:
The evoke scs system remains implanted. The root cause of the pain at the cls implant site could not be definitively determine. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result¿.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. Topical pain patches were prescribed to treat the reported pain, but it did not resolve the reported event. A revision procedure was performed, and the cls was repositioned to resolve the reported event.